Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pen needle was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I just had a call from a customer who did not want to communicate his identity, but wanted to inform us that the reference 325106, lot 7270696, expires e 09/2022, is sold mostly without protection (he bought a box of 100 of which 20 syringes were unprotected)."

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and a root cause was not determined.

Event description:
It was reported that the bd nano¿ pen needle was found damaged before use. The following information was provided by the initial reporter, translated from french to english: "I just had a call from a customer who did not want to communicate his identity, but wanted to inform us that the reference (B)(4) lot 7270696 expires e 09/2022, is sold mostly without protection (he bought a box of 100 of which 20 syringes were unprotected)."